Event description:
It was reported that the patient experienced a loss of therapeutic effect. The outcome was listed as ongoing. Interventions included reprogramming. The device was reported as functioning properly. X-rays were taken and showed no lead migration. The patient had increased pain that was possibly related to the device or therapy and not related to the implant procedure. The patient stated that she lifted a heavy object while gardening several days ago and had new, increased pain that was different from the usual lower back pain. The patient turned the stimulator off.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received reported that the etiology was not due to programming. The final programming date was (B)(6) 2014. The increased pain was possibly related to the device or therapy. The event was not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional of a clinical study reported that the patient still had pain relief in the original targeted area, but had a new area of pain, due to lifting a heavy object. The doctor had an x-ray completed which ruled out lead migration. The clinical site determined that it was a new area of pain and there was no loss of therapeutic effect to the original targeted area. Relevant medical history includes: non-malignant pain failed back surgery syndrome.